Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 11 months of support, the patient was feeling poorly and was admitted into the intensive care unit (ICU) for what the hospital believes is a driveline infection. The patient has been intubated.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.